Manufacturer narrative:
It was initially reported that the foot section had a broken weld which may have caused the calf support not to lock into position. Follow-up submitted as further investigation determined the broken foot section weld is an annoyance issue only. It was confirmed no bed functions were affected and no sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the foot section had a broken weld which may have caused the calf support not to lock into position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported via repair work order that the foot section had a broken weld which may have caused the calf support not to lock into position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.